Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and hospitalization was not reported. The patient was treated with unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported). At the time of this report, the patient has recovered and pd therapy was withdrawn. No additional information is available.